Manufacturer narrative:
The initial MDR was submitted with an incorrect medical device type. The correct type is jka. The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
Initial reporter phone #: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(4) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: root cause was metal burr on the chute bin joint portion have dragged on parts and create the loose fm from the IV shield. CAPA (B)(4) initiated to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that a nurse found two bd vacutainer¿ flashback needle with foreign matter on the needle cannula before use. There was no report of blood exposure, serious injury or medical intervention.